Event description:
It was reported that the pt received inappropriate shocks due to noise on competitors lead. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description : laboratory analysis of the device confirmed the reported inappropriate therapy after review of the stored egm data. The device tested on the bench and on automates test equipment (ate) system. No anomalies were detected. The cause of inappropriate therapy was found out to be a result of noise due to a lead anomaly.